Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: d1: micra d4: model #: mc2avr1-delsys / serial#: (B)(6). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), patient experienced cardiac perforation leading to cardiac tamponade after the device was placed. Patient became hypotensive. A pericardiocentesis was performed to treat pericardial effusion. Bleeding could not be controlled and patient had emergence thoracotomy to repair the cardiac injury. The cause of the tamponade was procedure related with physician noting that the delivery system slipped during placement attempts.  The leadless ipg remains in use. No further patient complications have been reported as a result of this event.